Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #:(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2011320. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-12-09. Medical device lot #: 2102316. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-02-24. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd phaseal optima injectors (n35-o) experienced leakage. The following information was provided by the initial reporter: inservice consultant onsite providing post-conversion inservicing support with bd phaseal optima. Reports of leaking injector x 3 when administering subcutaneous medication. Specifically when connecting the injector/syringe unit to the connector/needle unit prior to sc injection. Occurrences with 3 and 5 ml syringes. Staff indicated that occurred 'early summer' with 3 different nurses. Lot numbers and sample of 2 lots identified available for review. Bd was not notified at the time. The 3 nurses indicated that it only occurred once for each of them. The medication being administered was velcade.

Event description:
It was reported that 3 bd phaseal optima injectors (n35-o) experienced leakage. The following information was provided by the initial reporter: inservice consultant onsite providing post-conversion inservicing support with bd phaseal optima. Reports of leaking injector x 3 when administering subcutaneous medication. Specifically when connecting the injector/syringe unit to the connector/needle unit prior to sc injection. Occurrences with 3 and 5 ml syringes. Staff indicated that occurred 'early summer' with 3 different nurses. Lot numbers and sample of 2 lots identified available for review. Bd was not notified at the time. The 3 nurses indicated that it only occurred once for each of them. The medication being administered was velcade.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: two optima injectors (n35-0) , one from lot 2011320 and another one from lot 2102316 were received for the investigation of the event reported. After a visual inspection of both samples received no anomalies or damages were found on the samples that could be related to the event reported. A device history review was performed for lots 2011320, 2102316 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.